Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a cut in the hand pump. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type set leaked. The nurse reported the set was connected to a patient. At the start of the transfusion, blood began to leak from the bottom of the drip chamber. There was no blood loss to the patient. There were no visible issues seen with the tubing set prior to use or the overpouch bag. There was no patient injury or medical intervention associated with this event. No additional information is available.